Event description:
A paritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Upon opening the cassette door following treatment, the patient noticed fluid inside the cassette door. Patient stated that she did not receive any anabiotic and did not have any ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.